Event description:
Affiliate reported that overdrainage was noted and the surgeon believes the pts death was a result of a brain herniation after subdural bleeding.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.